Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2022 and suture was used was used on the muscular layer. During the procedure, the fixation tab was broken and also the strap was detached easily during continuous suturing. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was requested, but unavailable: was the fixation tab intact when the suture was placed in the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: were x-rays performed to localize the needle? Was the needle removed from the patient? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/25/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: one needle-suture combination of product code sxpp1a301 were returned for analysis. Visual inspection was conducted on the returned device. Upon visual inspection of the sample, the swage and attachment area were noted to be as expected; no pull off needle suture was found. In addition, body fluids and marks on the body of the needle that appears to be of an instrument was observed. The suture was examined along of strand and it was observed body fluids and one side of the fixation tab was broken. In addition, damaged on the nucleus were noted. The product code sxpp1a301 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined; therefore, no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ 2360 g/m